Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm emerge? Balloon catheter was advanced for dilatation. However, during advancing, the shaft of the balloon broke into half.